Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the pt's mother, reported that the past eight to ten weeks, the pt had obtained high blood glucose readings from 100mg/dl to 500mg/dl. During this time period, the pt experienced no symptoms of high or low blood glucose levels, had frequent trace urinary ketones, and did not seek medical attention or treatment. The reporter noted the insulin cartridge was leaking into the pump's cartridge compartment, there were air bubbles in the tubing and the cartridge compartment was wet. The pt's blood glucose levels were managed with bolus insulin doses given by syringe.